Event description:
It was reported that an ilet user experienced an alert 56 malfunction consistent with excessive device restarts while traveling, and the agent instructed a pump restart that cleared the alert; the device is already in the replacement process due to a screen issue, and blood glucose values remained in the normal range. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.